Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were having issues with the etco2 functionality on their defibrillator. Phillips provided technical support to assist the customer with troubleshooting the problem. The customer has requested repair of the device. There was no patient involvement.